Manufacturer narrative:
Evaluated one open and used reservoir (transfer guard not returned). Performed pre-fill test to reservoir per . Using a new lab transfer guard; no leak was observed during analysis. Checked o-rings or stopper groove for defects and none were found. Also ran basal, bolus leaking test per : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir not leak.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bottom of the reservoir had a leak. The customer¿s blood glucose level 344 mg/dl at the time of the incident. Troubleshooting was performed. The reservoir will be returned for analysis.